Event description:
Procedure: pelvic organ prolapse. According to the reporter: on (B)(6) 2005, the pt underwent a surgical procedure for the treatment of pelvic organ prolapse. On (B)(6) 2007, as a direct and proximate result of the defective nature of the product as stated herein, the pt underwent a surgical procedure to partially excise the pelvitex polypropylene pelvic mesh device due to complications she was experiencing. On (B)(6) 2013, as a direct and proximate result of the defective nature of the product as stated herein, the pt underwent a surgical procedure to partially excise the pelvitex polypropylene pelvic mesh device due to complications she was experiencing. The pt has experienced vaginal scarring, bladder obstruction, dyspareunia, and vaginal bleeding as a direct and proximate result of the defective nature of the product as stated herein.

Manufacturer narrative:
(B)(4).